Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) recommended further evaluation. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).